Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a particulate. The tubing set was being used to deliver an unspecified solution, at an unspecified rate, via a plum pump. After approximately 30 minutes after the delivery was started, it was reported that particulate was noted inside the drip chamber of the tubing set. The customer contact reported that the particulate was "brown" in color. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.